Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) system was removed as the incision was found to be opened and suspected to be infected. The ipg system was not replaced. No further patient complications have been reported as a result of this event.